Event description:
Boston scientific received information that this right atrial (ra) lead exhibited oversensing but without pacing inhibition. During a right heart catheterization procedure, this lead was found to have been dislodged and was confirmed through fluoroscopy. A lead revision was then performed but was unsuccessful due to a lot of scar tissue. There was also difficulty inserting the sylet due to sharp bend at the access point. This lead was reconnected back to the device and was then programmed around oversensing. No additional adverse patient effects were reported. This lead remains in service.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.